Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient was unadapted to vision. The iol was exchanged in a secondary procedure. Additional information was provided that patient experienced poor vision and iol was dislocated. There was no patient harm, patient was not hospitalized and the surgeon prognosis was good. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Information provided in the file indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated, which is not qualified for company cartridge use. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided that the company lens, 10.0 diopter, (1.5 extended depth of focus) lens was replaced with a 12.5 diopter, (1.5 extended depth of focus) lens with a clinical reason of "unadapted vision and dislocated iol." Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the surgeon's prognosis is good. No additional information has been provided at this time. The manufacturer internal reference number is:(B)(4).